Manufacturer narrative:
Clinical review: t is unknown if a temporal relationship exists between ccpd therapy utilizing a liberty select cycler and the serious adverse event of fluid overload, which warranted hospitalization. The pdrn attributed causality to the patient¿s recent drain complications, combined with an intolerance of manual pd therapy, which led to the reabsorption of dialysate. Fluid overload is a common finding among dialysis patients and is frequently multifactorial in its origin. It should be noted that a lack of clinical follow-up precluded a more comprehensive investigation. Based on the information available, the liberty select cycler cannot be disassociated from playing a possible causal or contributory role in the serious adverse events. There is currently no direct allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction occurred leading to the fluid overload. However, given the unknown definitive cause, no clinical summary of events or discharge summary, recent liberty select cycler replacement, and no manufacturer evaluation of the fresenius device in question; this clinical investigation cannot exclude the patient¿s liberty select cycler from the serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis "[cc(pd)]" utilizing a liberty select cycler for renal replacement therapy (rrt) was recently hospitalized for fluid overload (hypervolemia) due to the reabsorption of dialysate. Although the definitive timeline is unclear, the patient¿s pd registered nurse (pdrn) reported the patient had been experiencing drain complications and did not tolerate manual pd therapy. It is unclear if the patient was undergoing ccpd or manual pd therapy when the serious adverse event(s) occurred. Subsequent attempts to obtain additional clinical information (e.g., discharge summary, hospital records, treatment records, patient demographics) were unsuccessful.